Event description:
A dealer has reported that the right motor is having an intermittent fault code and an error code alert. Also noted was that the right brake moves while in gear. The dealer called in to resolve and troubleshoot these issues. No injury. Please note any further information received will be reported in a supplemental report.